Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. There was powder in the returned sterile packaging; however, the product was used and therefore unable to determine if there was a package leak. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Unique identifier (UDI) # - (B)(4). Report source, foreign ¿ event occurred in (B)(6). Combination product ¿ yes. Corrective action has been initiated for the reported issue. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when box of bone cement was opened, the inner package was not fully sealed. There was no patient involvement.